Manufacturer narrative:
(B)(4). This report is for system error 2240, where the care giver (cg) had indicated that the supply bag became disconnected without falling during the therapy. The cassette was not returned and the lot number is not available; therefore, a device analysis cannot be completed. As a result, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4, while the hp was connected. The care giver (cg) stated that the supply bag became disconnected without falling during the therapy. The technical service representative (tsr) assisted the cg with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.